Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as surgical damage, broken assessed as unidentified (tear) opening and missing assessed as inconclusive. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture," "silicone is now leaking into my body" confirmed via MRI and ultrasound, "lump" and "worried and scared" and "it¿s scary and worrying to have this leaking inside my body." Healthcare professional later reported "rupture" confirmed via MRI and capsular contracture baker grade ii. Date record is for left side. Device has been explanted.

Event description:
Patient reported "rupture," "silicone is now leaking into my body" confirmed via MRI and ultrasound, "lump" and "worried and scared" and "it¿s scary and worrying to have this leaking inside my body" record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," "silicone is now leaking".

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, d6b, h6.